Event description:
It was reported that the patient was becoming nauseous while using the spinalpak assembly. The patient states that her stomach feels better when she lays down at night. The patient recently stopped the muscle relaxer and pain medication that she had been taking for a week. She took a medication for the nausea and it did make the symptoms go away. The patient called the doctor's office and was advised to stay off of the spinalpak for a few days. The patient was prescribed an anti-nausea medication. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. B7: relevant history added. D10: device availability added. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 10: testing of actual/suspected device. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Customer has indicated that the product will not be returned to zimmer biomet for investigation because the product is still being used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been returned.

Event description:
It was reported that the patient was becoming nauseous while using the spinalpak assembly. The patient states that her stomach feels better when she lays down at night. The patient recently stopped the muscle relaxer and pain medication that she had been taking for a week. She took a medication for the nausea and it did make the symptoms go away. The patient called the doctor's office and was advised to stay off of the spinalpak for a few days. The patient was prescribed an anti-nausea medication. No additional patient consequences were reported.